Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy as intended during the activation process indicating that a needle mechanism failure occurred. The pod was not worn and a new pod was applied.

Manufacturer narrative:
The device was received not deployed with corrosion visible on the pcb and batteries. The pod failed to pair with the master pdm. All attempts to retrieve data from the pod were unsuccessful. The reservoir was observed to be filled with the clutch spring still engaged with the spring latch. During investigation, the device deployed normally upon manual rotation of the ratchet gear. Inspection of the fluid path components found no issues that would result in an internal leak. Because data could not be obtained from the device, it could not be conclusively determined at what point the device was deactivated. The shelf mode current of the device could not be measured due to no connection with the pdm. The cause of the failure of the needle mechanism to deploy could not be determined nor could the cause of the observed corrosion be determined.